Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 36 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The customer stated that she has been experiencing low blood glucose since she began losing weight. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.